Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen cannot be calibrated. There was no report of patient or user harm.

Manufacturer narrative:
No patient information provided by the customer.